Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Evaluation confirmed the reported system error through component causality of excessive motor bearing wear with shaft end play, and black material around the bearing. Visual but incidental observations other than internal to the motor are: an impression on the motor tape from the lower bearing housing, and an impression on the processor board shielding tape and back flex. Due to the motor bearing failures, the motor assembly was replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.